Event description:
The user facility reported that their knight dosing system was leaking detergent on the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the system and found prolystica ultra concentrate neutral detergent squeeze tube was disconnected and leaking detergent. The technician repaired the system, ran a test cycle and confirmed the unit to be operational; no further issues have been reported. User facility personnel were not following proper procedures for inspecting detergent supplies as outlined in section 4.1 of the reliance synergy washer operator manual. Steris advised the user facility the importance of inspecting detergent supplies specifically on the knight pump dosing system.